Event description:
It was reported that patient presented via remote transmission with atrial lead noise resulting in inappropriate automatic mode switch episodes. Upon review of the transmission, programming changes were suggested. Patient status was unknown.